Event description:
It was reported that the patient underwent a sling procedure on (B)(6)2007. The patient was having problems urinating and went to a new physician. The physician feels that the sling is too tight and needs to be removed. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at the time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.